Event description:
It was reported that the 9900 system locked up (collimator closing down). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired the lemo connector and replaced the fluoro function board (pcb). Erased and restored nodes. The system was tested and found to be working as intended and placed back into service.